Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this patient's right knee was revised due to instability. Surgeon performed a poly swap. Patient was last known to be in stable condition following the event. Product not returning, no explanation provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.